Manufacturer narrative:
Follow-up 2/16/2016: customer reported they continued to experience elevated bg levels after delivering a bolus and consuming food. Reportedly, customer filled tubing and did observe insulin delivery. Customer will contact health care provider to discuss diabetes management. Follow-up 2/17/2016: customer reported that their health care provider recommended trying an new infusion set. Manual injections are currently being used for diabetes management. Reportedly, pump therapy will resume when training with new infusion set has been completed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 (mg/dl) following a cartridge and site change. Customer delivered a manual correction to treat elevated bg level; however, bg levels persisted prompting customer to go to the emergency room. During troubleshooting with tandem technical support, customer noted that only half a drop of insulin could be seen in the tubing and one drop in the luer lock. Recommendation was made to change tubing and infusion site.